Manufacturer narrative:
(B)(4). G2: foreign: new zealand. D10: catalog: 42502606002 femur cemented cruciate retaining (cr) standard right size 6 lot: 63945530. Catalog: 42532007102 tibia cemented 5 degree stemmed right size e lot: 64378906. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently the patient required revision surgery due to pain and instability. During the revision the articular surface was replaced. The surgical technique was utilized. The surgeon stated the knee was then very stable. All the available information has been provided.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The following section was corrected: h4. The reported event was not confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.